Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one day post implant the left ventricular (lv) lead was not capturing in any vector. The lead was found to have dislodged into the coronary sinus. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.